Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version: 4.11d. Unit p-cap / reservoir locked properly in place. Unit received with missing display window/cover, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit passed displacement test, selftest, rewind, prime/seating, basic occlusion, force sensor test and occlusion test.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.